Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the bipolar lead impedance was 797 ohms. The ventricular capture thresholds had increased to 2.25 v, 1 ms unipolar and 3.25 v, 1 ms bipolar. Sensing thresholds had decreased to 4 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative